Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient developed (B)(6), so the system was explanted on (B)(6) 2016. No further complications were reported or anticipated.